Event description:
Customer reported receiving a reading of hi before retiring for the night. She dosed accordingly with 30 units of insulin at bedtime. In the morning, she once again rec'd a reading of hi. She administered insulin then ate breakfast. She began to feel faint and ingested a glass of orange juice to raise glucose levels. An ambulance was called and provided a reading of 110 mg/dl. Customer was not taken to the hosp. She indicated she had a cold and was throwing up around the time of the event.